Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned device could not confirm the stated failure mode but could confirm that the device has nicks and burrs on it.the returned device does not function as intended with functional gage f-1889. Gage f-1889 does not mate with the device due to damage in the section where the trial neck/f-1889 connects. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a thr, a redapt trial body sz 12-15 was not working properly. Instrument outside the patient. The procedure was completed without delay using a s+n back-up device. Patient was not harmed.